Event description:
The reporter indicated that a loss of capture and intermittent sensing were observed. The pt was brought to the clinic for the flu. The pacer was found to be in backup. The pt has been receiving radiation therapy for his leg. There is a question as to whether the pacer was protected during the radiation procedure. The device will be explanted and returned.